Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported a lens that was exchanged following an intraocular lens (iol) implant procedure. Additional information has been requested.

Manufacturer narrative:
A calculation error is not a reportable event, therefore the report was filed in error. Product evaluation: the customer indicated the use of a qualified cartridge and handpiece. The product investigation could not identify a root cause. A malfunction was not indicated against the product. The 32.0 diopter lens was replaced by a 28.0 diopter. A difference of 4.0 diopters would indicate a calculation error. (B)(4).